Manufacturer narrative:
Citation: hachinohe d et al. Anatomic and procedural associations of transcatheter heart valve displacement following evolut r implantation. Catheter cardiovasc interv. 2018 oct 4. Doi: 10.1002/ccd.27827 [epub ahead of print]. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a study that study aimed to predict the displacement of self-expanding transcatheter heart valves during final deployment. All data were collected from a single center between january 2014 and june 2017. The study population included 103 patients (predominantly female; mean age 82 years), all of "which" were implanted with a medtronic evolut r bioprosthetic valve (23 mm, 26 mm, 29 mm, and 34 mm prosthesis sizes were used). No serial numbers were provided. Among all patients, adverse events included: new permanent pacemaker implantation (20 cases), second valve implanted due to valve migration after post-dilation (1 case), severe paravalvular aortic regurgitation (1 case), moderate paravalvular aortic regurgitation (15 cases), mild paravalvular aortic regurgitation (59 cases), and upward or downward valve dislodgement/displacement (unspecified number of cases). Based on the available information, medtronic product may have caused or contributed to these adverse events. No additional adverse patient effects or product performance issues were reported.